Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy and/or previously implanted stent during advancement to the lesion casing the reported failure to advance and subsequent material deformation. During removal the device met resistance with the anatomy causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified proximal right coronary artery. In an attempt to advance a 3.50x38mm xience sierra stent delivery system (sds) resistance was met with the anatomy and a previously implanted stent from a different procedure. When the sds was being removed, resistance with the anatomy was met. Once outside of the anatomy, the stent struts were noted to be flared. Another same size sierra was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.